Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes with oversensing of noise resulting in pacing inhibition on the ventricular rate/sense channel. The patient did not receive any inappropriate shocks due to the noise.